Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date - the device was not implanted. Explanted date - the device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the package was opened the angio-seal anchor was already out of the tube and they did not use the device on the patient. The patient was in stable condition and the procedure outcome was good. There was no patient injury/medical or surgical intervention required. Additional information was received on 12mar2020. Another angio-seal device was used to achieve hemostasis. The procedure being performed was a cardiac catheterization.